Event description:
This report is being filed after the review of the following journal article: bekmezci, t., çepni, s.k., demir, t. (2023), greater tuberosity medial malposition: does it affect shoulder abductor moment?, international orthopaedics xx (xx), pages 1-9 (turkey). The aim of the study was to evaluate the impact of cases where greater tuberosity displaced medially on functional scores in a homogeneous patient group with standardized fracture type and treatment methods. Between 2012 and 2018, a total of 52 patients with mean age of 65 years were included in the study. These patients had proximal humerus fractures treated with a proximal humerus plate and locking screws; philos (depuy synthes). The patients were followed up for an average of 24.7 months. The following complications were reported as follows: (n=?) Avascular necrosis (for revision surgery with reverse shoulder arthroplasty) (n=?) Reduction loss and varus deformity due to implant insufficiency (n=?) Secondary screw migration this report is for an unknown synthes philos. A copy of the literature article is being submitted with this report. This is report 2 of 2 for (B)(4) .

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2, d3, d4, g4-510k: this report is for an unknown screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E1 initial reporter facility name and address: (B)(6) university . H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.